Manufacturer narrative:
Continuation of d10: product ID fp9000l lot# serial# unknown. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been trying for 2 weeks to get their wireless recharger to connect to their implant. Patient stated that they had called before and was able to walk them through some type of reconnect. Patient said that they met with a representative and the representative told them that their device is deep. Patient stated that the wireless recharger connects and 15 seconds later without moving it loses connection. Patient asked the agent if they were able to remotely connect the patient's wireless charger to their programmer. Agent said that we're unable to remotely connect. Patient confirmed that the representative was aware of the charging issue from the start of the implant date and that they walked the patient through using the wireless charger. Agent reviewed with the patient that they could walk them through a reset on the wireless recharging if they needed assistance. Agent advised the patient to use the recharger belt, but patient mentioned that it never works. Patient also confirmed that the wireless recharger was placed on top of their skin and agent advised leaning forward and crossing their legs to help with connection. Patient then connected to their wireless recharger to their implant and confirmed that they were recharging with excellent connection. The patient was redirected to their healthcare provider to further address the issue if the issue reoccurs. Agent sent an email to the local medtronic reps to notify them of the situation.